Manufacturer narrative:
Additional information was added : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp standard bore catheter extension sets came loose from the tubing of the clearlink system continu-flo solution sets and an unspecified non-baxter connector. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.